Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a tear in the peritoneum and or diaphragm along with fluid in the lungs coincident with automated peritoneal dialysis (apd) therapy. The cause of the event was not reported. On the same day as the event onset, the patient was hospitalized. Treatment details were not reported. On an unknown date, apd therapy was discontinued (current mode of dialysis therapy was not reported). Four days after admission, the patient was discharged from the hospital. At the time of this report, the patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that due to the patient having issues with their diaphragm (not further specified), the patient had to stop performing peritoneal dialysis therapy. The patient is currently on in-center hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.